Event description:
The customer reported that the system would not x-ray. There was no patient injury or death reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The system was calibrated during the service call. The system was tested and found to be working as intended and put back into service.